Event description:
The lay user / patient contacted lfs on september 15, 2010 alleging an error 5 message on theor one touch ultra 2 meter. The patient mentioned that the reported issue began on (B)(6) 2010 at 11:00am. The patient did not take any action after the reported issue began. Approximately an hour and 30 minutes after the reported issue began, the patient developed symptoms of feeling dizzy, shaky and hot. The patient then tested on another lfs meter and obtained a 64 mg/dl and self- treated with glucose tablets/ glucose gel. The patient did not seek any further medical attention or contact their physician for assistance. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. This is not the first time the product is being used. The reported issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the error 5 message, they developed symptoms suggestive of a serious injury and had to self-treat with glucose tablets/glucose gel.

Manufacturer narrative:
The 510 (k) # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during a revision of the pt's system, the lead was placed on the sciatic nerve. It was also stated that the pocket was right under the skin, not under a layer of fat, and was "too shallow". The pt stated that the pocket site was bruised and experienced soreness at the site. The pt was unable to use the system "at all" since the device was implanted. It was later reported that when the pt attempted to increase the stimulation, the "sciatic nerve goes crazy from spine to foot." The pt believed that the wire was loose, as the pt felt a "zap" each time there was a "pulse." No further details or pt outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.